Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: review of the black box data and alarm history revealed call service alarms (087) recorded. On investigation the pump was powered on and emitted a call service alarm (069) on the first attempt to rewind. A single component of the printed circuit board was found to be corrupted and determined to be responsible for the call service alarms. The failed component was removed and replaced with a new component. Afterwards, the pump was able to power on normally without the occurrence of call service alarms. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump experienced a call service alarm issue. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).